Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited difficulty in pairing to their merlin mobile application. It was suspected that the ICD exhibited bluetooth telemetry loss. The patient was brought into clinic and device reprogramming was performed. There were no patient consequences.